Manufacturer narrative:
Device received with crack on lcd display window corner noted. Device passed displacement test. Basic occlusion test. Device failed seating test due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test. Device passed a21 error test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky or non-responsive buttons and had to press harder. The customer¿s blood glucose was unknown at the time of incident. The customer also report the when priming the insulin shoot or squirt out insulin from the infusion set rather than a slow drip and scratches on the insulin pump display and it affect ability to read the screen. The customer also received an error code on the insulin pump. The insulin pump will not be returned for analysis.